Event description:
It was reported that during an anterior cruciate ligament reconstruction surgery the tightrope rt2 with internal brace snapped during final tensioning of the tightrope strands. There was a complete failure of the interface between the suture and the button, which led to a complete de tensioning of the graft. The surgeon had to take the graft out and re do femoral side with btb tightrope. All broken parts were removed from the patient. Per complaint reporter there was no harm for patient, operator or third party occurred. The surgery was finished successfully with a different tightrope device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.